Event description:
I bought a new phone thinking that my dexcom g6 would be compatible. I contacted dexcom and they said that even though the software for the new phone is the same, they need to wait on FDA to accept the model phone I have. Being someone who's reliant on my dexcom to read and notify me when my blood sugar is low in order to not have paramedics come out and save my life. I ask if you can update the phone list for all new smart phones. It's not fair that people can update and get a new phone because it's not accepted to work with the dexcom g6. FDA safety report ID# (B)(4).